Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The patient thought the alert should have stopped beeping. The lead remains in use. No patient complications have been reported as a result of this event.